Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked and customer did not know how issue occurred. Customer's blood glucose was 145 mg/dl. Insulin pump would need to be replaced.